Event description:
It was reported that the pump shut off unexpectedly. The customer will continue to use the pump for insulin therapy. It was also reported that the pump time was incorrect, due to pump shutting down. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.